Event description:
It was reported via repair work order that the side rail could not latch (due to damaged latch assembly) and the brakes could not hold (due to worn brake rings and casters). No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.